Event description:
A report has been received that the motor is not raising level with the hi/lo motor. No report of injury.

Manufacturer narrative:
(B)(4) -no RMA has been initiated for this issue. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Please note any further information will be provided in a follow up report. It was noted a new hilo motor was sent for replacment.

Manufacturer narrative:
The incorrect information was provided on the initial medwatch.